Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were v isible on the exposed balloon surface. No other damage evident to the remainder of the device. Additional information: lot number provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use two onyx frontier coronary drug eluting stents to treat a lesion. It was reported that one of the stents was unable to be delivered, and when the stent was brought out on the catheter it was no longer smooth on the catheter. It was also reported that the second stent came off the delivery system catheter. An attempt was made to look for the stent under fluoro, but the stent could not be found. No patient harm reported.

Manufacturer narrative:
Additional information: annex d codes added. Correction: removal of annex a code: a040601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.